Event description:
10:00am-pt complained of abdominal cramping, iabp reading gas leak. 10:10am-iabp frequency decreased 1:3. 10:20am-augmentation decreased, blood noticed in iabp tubing. 10:25am-balloon catheter removed from pt. Pt was not seriously injured from this incident.